Manufacturer narrative:
Centration was superior with movement noted throughout treatment. Suction ring applanation was poor with an air bubble located at 305-degrees. Software placed lens density as a category 3 pattern. Capsulotomy treatment begins at frame #3 with a 30-degree expansion in nasal area at frame #4. This expansion cut may have been a combination caused by the pressure within the lens bag and patient movement. Fragmentation treatment starts at frame #11 with continued movement of the eye. System safety interlock detected error initiated and procedure was stopped at 70%. Ak treatment was skipped and performed on second procedure. The laser functioned as designed. Patient movement and improper suction cup ring applanation of the eye.

Event description:
P1008 - anterior radial tear - issue: on (B)(6) 2022 while on site ((B)(4)) (B)(6) stated that dr. (B)(6) chose to complete aks planned (case#(B)(4)). While in the or, dr. (B)(6) noted an anterior capsular tear. Plannediol was implanted without vitrectomy.